Event description:
A physician reported that during an intraocular lens (iol) implant procedure, they observed scratches on the surface of the intraocular lens. There was no harm to the patient. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).